Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 425cc mentor memorygel breast implant and experienced an unspecified adverse event on an unknown side post-operatively. As a result, the patient underwent explantation, but a date has not been provided at this time.

Manufacturer narrative:
On may 24, 2022, mentor became aware of the following erroneously omitted information in the previously submitted report: a date of birth, implant, and explant were provided but omitted from the previous report. Relevant fields updated. Manufacturer¿s reference number: (B)(4).